Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a crack in the display housing.

Manufacturer narrative:
A getinge representative was not dispatched to evaluate the iabp unit but the representative provided a po for the repair to replace the display parts. An estimate was sent to the customer. Three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No other information was provided except that they had taken the unit out of clinical use, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. H3 other text : evaluation not requested by complainant.

Event description:
It was reported that the user had crack the display housing for their cs300 intra-aortic balloon pump (iabp) unit.